Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.5, hardware: iphone16.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pod¿s insulin is not lasting the expected 3 days. The patient reports there is an issue with the basal program. The patient notes currently they ¿only fills pods with 85 units. It doesn't matter if they fill with 100 or 200 units, the pods still only last 1-1.5 days.¿ additionally, the patient mentioned the most recent pod data is incorrect. The data shows the patient wearing the pod for 38 hours and using 50-60 units per day; patient states this is "incorrect" and they "do not use this amount of insulin", despite reviewing that insulin comes from both basal (adjusted every 5 mins when in automated mode) and bolus. The patient is also getting about 50-70% of insulin from basal per day per their pod history over the last few days. The pod was worn between 24 and 36 hours in automated mode. No impact to the patient's glucose level was reported. No medical assistance was required.